Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint via phone revision procedure for two broken screws and pain. Initial procedure took place (B)(6) 2015. Complaint form provided to sales rep. Per complaint form: revision surgery date - (B)(6) 2017. Original surgery date - (B)(6) 2017. The patient returned to doctor complaining of pain. Radiographic studies showed a pseudoarthrosis and hardware failure of the rods and screws at l5-s1 bilaterally. Surgeon planned on removing the original construct from (B)(6) 2017 and inspecting the fusion mass on (B)(6) 2017. Upon dissection and inspection of the patients fusion, doctor confirmed that the screws at s1 and the rods had failed(broke) at the specific level. He decided to removal the hardware including all set screws, pedicle screws and rods. Upon successful removal of the set screws, screws and rods, doctor decided replace the screws from the levels t10-ilium. T10, t11, t12, l1, l2, l3, l4 (left only), l5, s1 and iliac screws. Doctor decided to use the existing screw holes for all of the new screws with the exception of the iliac screws. He cannulated new sai screw holes in preparation for the iliac screws and proceeded to put new screws in the newly created holes. He placed new cocr rods and set screws once the new screws were seated.

Manufacturer narrative:
(B)(4). The 5.5 ti 7x45mm cortical fix screw (product code: 1867-31-745, lot number: atdb07) was not received by the customer quality unit (cqu). Although the screw sample was shipped, we received notification from fedex that this package could not be located. The box containing the screw sample was last scanned on (B)(6) 2017. Its whereabouts are currently unknown. The status of the sample has been updated to ¿none.¿ the DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the product, we are unable to confirm the reported issues or identify their root cause. As there have been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was not returned for evaluation.